Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated, unknown type and size balloon. The physician implanted a taxus express2 2.5x24mm drug eluting stent to the 70% stenosed lesion located in the ramus artery. The stent was post dilated at 10 atms with a 2.75mm balloon, unknown type. Post ivus was not performed as the ivus catheter was unable to cross the lesion. Angiography confirmed there was no stent malposition. Aspirin and plavix were administered prior to this procedure. Aspirin, plavix and heparin were prescribed post procedure. No patient injuries or complications were reported. Three days post procedure, the patient developed fever and vomiting. Four days post procedure, angiography confirmed a total thrombotic occlusion in the proximal edge of the previously implanted taxus stent. The physician implanted two non bsc stents, a 2.5mm and a 2.75mm, overlapping the taxus stent. Timi iii flow was achieved. The patient was stable post procedure and no additional complications were reported. Aspirin and plavix were prescribed post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication.